Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) was confirmed. Upon investigation, the electrode belt failed the ECG fall off test. There was a fractured solder connection at the j2 tab inside of the rear 2 therapy electrode (te). The cause of the test failure was isolated to the fractured solder connection. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. A corrective action was issued for this error. No adverse event resulted from the open connection.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it had non-functional ecgs.